Event description:
Customer called to report the buttons were not responding to the pressing. It was stated that the easy bolus was pressed; the screen was black and then blank. The remote control was used to set a bolus and pump responded properly. Also customer stated that the batteries did last about 4 to 5 weeks. Troubleshooting was performed. Pump tested ok. Device was not dropped, bumped, or exposed to moisture.